Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range. High battery impedance triggered elective replacement indicator (eri). Eri due to high battery impedance was recorded on (B)(6) 2017, prior to explant. Ramware version 8 was installed on (B)(6) 2011. Returned product analysis determined the product failed to meet a performance specification with high battery impedance

Event description:
It was reported that the implantable pulse generator (ipg) was explanted and replaced due to premature battery depletion with high battery impedance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.